Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2013. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to bilateral deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava perforation, one anterior strut perforates the ivc wall by 8mm and contacts the right iliac artery. Patient notes and further alleges "blood thinner since filter was placed. Chest pain. Blood clot in lungs", limited mobility, requires assistive device for ambulation. Per the (B)(6) 2013 ivc (inferior vena cava) filter placement: "a cook celect filter was then deployed in an infrarenal location. Final venacavagram demonstrated adequate placement of the filter". Per the (B)(6) 2018 CT abdomen and pelvis, review: "the hook of the cook celect retrievable ivc filter is at the l3-4 interspace. The ivc filter is severely tilted posteriorly and the hook contacts the ivc wall. One (1) anterior strut perforates the ivc wall by 8mm and contacts the right iliac artery. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified".

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01126.